Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The lot code for the reported device was not provided either. Add'l info was requested. If device or add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "the trial offset adapter was engaged into the tibia. It needed to be adjusted, but could not be removed. The removal tool did not effectively eject the adapter as intended. This problem has been encountered before and although I understand the issue and have some knowledge of how to rectify the situation, it was jammed very tight and the surgeon and scrub staff could not disengage the adapter. This meant that the surgeon was not able to accurately trial the final implant construct before selecting the implants."